Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with juvéderm® vollure® xc in the nasolabial fold and oral commissures. The patient was diagnosed with ¿ra¿. The patient had been on a new medical prescription for ¿ra and received multiple vaccinations just before filler became firm.¿ the healthcare professional further reported that the events of product ¿becoming hardened¿ and firmness at the left oral commissure occurred about 3 months post injection. The healthcare professional recommended waiting to see if the symptoms resolve on their own. Patient stated that the filler has softened a bit. The symptoms have not resolved.